Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 300cc mentor smooth round moderate profile saline breast implant catalog: 3501645 lot: 6954370 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with a 300cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. It was further reported that the deflation occurred due to the patient falling on an unknown date. As a result, patient had undergone removal and replacement with a 300cc mentor smooth round moderate profile saline breast implant on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/1/2019. Device evaluation summary: according with the information reported the patient experienced a deflation in the saline implant. During analysis of the sample a crease was observed in the posterior view. In addition, a rupture was found within the crease measuring approximately 0.1 cm. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).